Manufacturer narrative:
(B)(4). Devic evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, mid-shaft and the remainder of the device were checked for damage. The handle was apart when received from the customer site. Visual examination showed that all of the shafts were separated from the device. The mid-shaft and the retainer were pulled off of the pull handle. There was a kink noticed on the inner shaft. At the distal end of the mid-shaft. The handle showed damage on the teeth. The mid-shaft showed no damage. The thumbwheel was not returned. The clip was not returned. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The target lesion was located in the superficial femoral artery (sfa). A 6 x 200 x 130 innova¿ stent was advanced contralateral over a .035 non-bsc guidewire and stent deployment was initiated. The stent was deployed partially using the thumbwheel and it stopped. Then the physician switched to the pull-grip and it did not release the stent. The physician broke open the handle and deployed the stent the rest of the way to complete the procedure. There were no patient complications and the patient¿s status was reported as fine post procedure.